Manufacturer narrative:
(B)(4). Vyaire medical received the suspect faulty uim and the investigation is currently pending. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that during the user verification test (uvt) the user interface module (uim) was blinking on and off at random. The customer advised there was no patient involvement associated with this event. The customer stated that he installed a new uim which resolved the problem.